Manufacturer narrative:
Correction made to h6 health effect, clinical code.

Event description:
It was reported that the ilet user awoke with a high blood glucose of approximately 323 mg/dl after experiencing a low the prior night, which they treated with cookies and acknowledged overtreating. They subsequently changed ilet supplies multiple times without indications of device malfunction, consistent with an improper or incorrect self-management method. Symptoms included hypoglycemia and hyperglycemia ranging from 39 mg/dl to 330 mg/dl accompanied by malaise and a tingling feeling. Outcomes included serious injury of and unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.